Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the rn hung a 100ml bottle of albumin as a secondary to the primary infusion of 250ml of normal saline and shortly after initiating infusion she noticed the secondary infusion back flowed into the primary. The albumin was programmed to infuse over 15-20 minutes and the primary was set at 30ml/hr. The infusion was stopped and a new administration dose was started without incident. There was no patient harm.